Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus key med (okm). The evaluation of the subject device by okm confirmed following defects. A water leakage test was failed. Okm confirmed that a leak from bending section rubber (bsr) and biopsy channel. The bending section was broken. The image fibers were broken excessively. Angles were not satisfied with the specification. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. Based on the evaluation result, it was presumed that the excessive breakage of the image fibers was caused due to the bending section broken, which leaded to the reported phenomenon. The cause of the broken bending section might be excessive inserting the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device suddenly became poor extremely during the open intracorporeal ureteroscopy. When the user removed the subject device from the patient, it was confirmed that fibers were split and the user completed the procedure without exchanging the subject scope. There was no patient injury reported.